Manufacturer narrative:
(B)(4). Additional information: device a, b and d were received in good physical condition. The instruments were tested for continuity and were found to be conforming. No continuous activation occurred during continuity testing. There were no anomalies noted with the functionality of the devices. No conclusion could be drawn as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Devices a and d batch: j92d3d, mfg date: 10-1-2012, exp date: 9-1-2017; device b batch: j92d3d, mfg date: 10-1-2012, exp date: 9-1-2017. Device c was received in good visual condition. When tested electrically the instrument failed continuity of the yellow (cutting) button on the rocker switch. This would have resulted in a continuous activation of the instrument. Initial analysis identifies the flex dome as having collapsed resulting in the constant activation of the instrument. A possible cause of the flex dome collapsing is excessive compression of the rocker assembly. Additional analysis found portions of the handle weld were broken and button had significant play. Handles popped open easily when using the reverse pliers (not typical). CT scan and tear down confirmed dome switch shifted left when viewing from the top, yellow rocker switch button on top. Scrape marks indicate the dome switch was originally present in the centered position and moved off center with applied force. Instrument labeled c was confirmed to be shorted on the yellow button (cut button). Device c batch: j92d3d, mfg date: 10-1-2012, exp date: 9-1-2017. Device e and f were received in its sterile package and was opened for analysis. The instruments were tested for continuity and was found to be conforming. No continuous activation occurred during continuity testing . There were no anomalies noted with the functionality of the devices. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device e batch: j92f3c, mfg date: 10-5-2012, exp date: 9-5-2017.

Event description:
It was reported that during a lap hysterectomy, the device kept being activated after the surgeon released the button though it was activated properly for an hour. The device was used for para-aortic node. Another device was used to complete the case. There were no adverse consequences to the patient. Device being returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.